Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of erratic results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 130-170mg/dl. Verified the strips expire 06/30/2018. Customer confirms the strips are stored in the kitchen and were (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 166 (B)(6) 2015 4:00am &166mg/dl (B)(6) 2015 6:30am. No adverse event reported.